Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) would not calibrate. The user believed the oxygen (o2) sensor was defective. The device was not changed out, as they monitored blood gases manually. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.